Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3055902. D4. Medical device expiration date: 31mar2028. H4. Device manufacture date: 24feb2023. H.6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot numbers 3055902 and 2327170. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: I had a doctor mention that they had issues with needles clogging again. The needles were bd precisiongilde 30g x ½¿ ref: 305106, they were two different lot numbers 3055902 and 2327170.